Event description:
Primary stability achieved, no osseointegration. Implant surface was completely covered by bone. Bruxism, immediate implantation, pain, swelling, inflammation. Same patient as (B)(6).